Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that 2x coupler ac zoom camera adaptor devices that were used had poor imaging when used with 2x fuslitegu_olym-acmi_5.0mmx3.0m, and 2x camera head ac - c-mount devices. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).